Manufacturer narrative:
Upon investigation, the technician found that the external alarm on the device was not functioning. The technician believes the piezo in the bed exit alarm was not functioning and was worn due to constant use. The device referenced in this report is over 12 months old and according to the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the bed exit has no audible alarm. The bed is located in the facilities bed shop. There was no pt/user injury reported. (B)(4).